Event description:
It was reported that water inside the syringe was yellow on deflating the foley balloon on the next day after placement. The urine was mixed with the collected water from the balloon in the syringe. It was mentioned that the balloon was inflated with a different syringe and water, but after one day, the water was lightly dyed yellow and stated as abnormality in the inflation lumen. Per follow up via ibc on (B)(6) 2022, the issue was that urine leaked from somewhere and urine might be mixed with balloon water. There was no visible damage was observed to the returned sample. Per follow up via ibc on (B)(6) 2022, it could not be determined from where the urine leak occurred since there was no visible damage observed to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water inside the syringe was yellow on deflating the foley balloon on the next day after placement. The urine was mixed with the collected water from the balloon in the syringe. It was mentioned that the balloon was inflated with a different syringe and water, but after one day, the water was lightly dyed yellow and stated as abnormality in the inflation lumen. Per follow up via ibc on 28jun2022, the issue was that urine leaked from somewhere and urine might be mixed with balloon water. There was no visible damage was observed to the returned sample. Per follow up via ibc on 01jul2022, it could not be determined from where the urine leak occurred since there was no visible damage observed to the returned sample.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be, over dried catheter/resin stain from the former/diet or medication. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.